Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was protruding out of the skin due to weight loss. Surgical intervention took place wherein the ipg was explanted and replaced for a smaller ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.